Event description:
Patient reported "20-year-old devices need to be explanted due to a lateral deflation". This record is for an unknown side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6a, g1, h6. Un-report "f1903" code as device remains implanted. Partial implant date provided as "2004/2005".